Event description:
It was reported that the patient was (B)(6) pregnant and during the (B)(6) ultrasound she noticed that the fetus was moving its arms but its legs were tucked up to its chest and it would not uncurl them. When the patient turned off her stimulator, the fetus immediately uncurled and relaxed and started moving its legs. The same thing happened at an echocardiogram one week ago. The patient noted that when she had her stimulation turned on, she could feel a little bit of movement from the baby, but when it was off, the baby moved much more. The patient stated that when she has stimulation turned on, her muscles were very contracted and she was concerned that the baby would not have much room to move around and develop its legs. The patient also noted she cannot have the stimulator turned off for long periods of time due to overwhelming pain. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3778-60 lot#: v553233001 implanted: 2010-(B)(6) explanted: na; lead model: 3778-60 lot#: v504557025 implanted: 2010-(B)(6) explanted: na; extension model: 3708120 (B)(4) implanted: 2010-(B)(6) explanted: na; extension model: 3708120 (B)(4) implanted: 2010-(B)(6) explanted: na; programmer model: 37743 (B)(4); recharger model: 37752 (B)(4). (B)(4).